Event description:
The customer reported false decreased alinity I toxo igg and provided the following data: reference: non-reactive is < 1.6 iu/ml, grayzone is 1.6 - 2.9 iu/ml, reactive is = 3 iu/ml) the customer provided details on the alinity results: sample ID (B)(6)was tested on (B)(6)2023. The results were 1.6 iu/ml (grayzone), 1.5 iu/ml (nonreactive), & 1.5 iu/ml (nonreactive) patient information and history: female pregnant patient who has historical igg levels between 1.4 and 1.9 during pregnancy. The hospital where the patient delivered generated a positive toxo igg from the roche platform. Additional laboratory values: the specimen was tested on multiple platforms: alinity and diasorin were negative for toxo igg. Biorad and roche were positive for toxo igg. Wb toxo was positive and all toxo igm was negative regardless of the platform tested (platforms not provided). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends. Device history review did not identify any deviations or non-conformances for the complaint lot. In house testing was performed to evaluate the performance of the reagent lot 49421be00. Testing concluded that all controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing with a seroconversion panel was also conducted and reagent lot number 49421be00 detected the same samples as reactive in comparison to historical lots. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I toxo igg reagent lot number 49421be00.the following sections were corrected: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Manufacturer narrative:
A1 (B)(4). This report is being filed on an international product, list number 7p45-22/32and there is a similar product distributed in the us, list number 7p45-40/45. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased alinity I toxo igg and provided the following data: reference: non-reactive is < 1.6 iu/ml, grayzone is 1.6 - 2.9 iu/ml, reactive is = 3 iu/ml) the customer provided details on the alinity results:(B)(6) was tested on (B)(6) 2023. The results were 1.6 iu/ml (grayzone), 1.5 iu/ml (nonreactive), & 1.5 iu/ml (nonreactive) patient information and history: female pregnant patient who has historical igg levels between 1.4 and 1.9 during pregnancy. The hospital where the patient delivered generated a positive toxo igg from the roche platform. Additional laboratory values: the specimen was tested on multiple platforms: alinity and diasorin were negative for toxo igg. Biorad and roche were positive for toxo igg. Wb toxo was positive and all toxo igm was negative regardless of the platform tested (platforms not provided). There was no reported impact to patient management.